Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to allege oversensing noise after implantation of a cardiac resynchronization therapy pacemaker (crt-p). The physician reprogrammed the crt-p and the s-ICD. The s-ICD programming shock zone is at 250 beats per minute. Data analysis was performed, and boston scientific technical services observed signals that were low in r-wave amplitude and wide, oversensing was happening in both primary and secondary at a slow rate. Boston scientific technical services provided general programming suggestions for two concomitant systems and recommended close patient monitoring. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.